Event description:
The customer reported that the system displayed a communication error; the field engineer noted that the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on system power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.